Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The customer reported that a during cataract surgery due to overheating of ophthalmic handpiece tip patient experienced corneal burn and surgery was completed on same day. Additional information has been requested, but none received to date.